Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was unknown. Troubleshoot was conducted, and the drive support cap was found to be flushed. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.